Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issues with four infusion sets on (B)(6) 2026. The patient attempted to pull the white plastic piece back from the infusion set to allow it to launch into her, however the stopper did not pull back and was unable to use the infusion set due to failure. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.